Event description:
It was reported by repair work order that the stretcher had reduced braking force due to worn caster tires. It was also reported that the side rail could become unlatched during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.